Event description:
It was reported that a seam tear occurred. Vascular access was obtained via the femoral artery. The anatomy was mild to moderate calcification with mild/moderately tortuousity. The annulus diameter was 26.4mm. A 14 f isleeve introducer was placed. Balloon aortic valvuloplasty (bav) was performed with a 25mm non-bsc balloon. An accurate neo valve was successfully implanted with trace leak noted post implant. The during the removal of the wires/catheters, the physician noted a dissection on the common right femoral. After removing the isleeve, one of the seams was noted to be ripped. The patient was treated with a 9x40 non-bsc vascular stent. No patient complications were reported. The patient was stable during and after the procedure. In the physician's opinion, the dissection was attributed to the non-bsc closure device and non-bsc bav balloon.

Event description:
It was reported that a seam tear occurred. Vascular access was obtained via the femoral artery. The anatomy was mild to moderate calcification with mild/moderately tortuousity. The annulus diameter was 26.4mm. A 14 f isleeve introducer was placed. Balloon aortic valvuloplasty (bav) was performed with a 25mm non-bsc balloon. An accurate neo valve was successfully implanted with trace leak noted post implant. The during the removal of the wires/catheters, the physician noted a dissection on the common right femoral. After removing the isleeve, one of the seams was noted to be ripped. The patient was treated with a 9x40 non-bsc vascular stent. No patient complications were reported. The patient was stable during and after the procedure. In the physician's opinion, the dissection was attributed to the non-bsc closure device and non-bsc bav balloon. The returned product consisted of an isleeve sheath with a dilator in the lumen. The sheath and tip were microscopically examined. There is expansion on 1 of the seams as expected with device usage. The sheath material was split/torn starting 15.7cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There is typical tip damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage.